Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate shocks were delivered due to suspected insulation damage. All lead electrical values measurements with the psa were normal. The lead was capped.